Manufacturer narrative:
The lot numbers for the two malfunctions were not provided. The devices have been returned for evaluation; the evaluation identified a fluid leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 006035, feeding device allegedly experienced a fluid leak. This information was received from various sources. The two malfunctions involved patients with no reported consequence. The patients¿ age, weight, and sex were not reported for either malfunction.